Event description:
Additional information received from the health care provider via a manufacturer representative reported that the start day of trial (B)(6) 2015 and the trial lasted 12 days. The incontinence type was urge and passive. The patient's bowel sphincter treatment history included thiersch's procedure. The existence of an anal sphincter defect was confirmed through anal examination. The patient had 11 incontinence episodes a week prior to trial stimulation. The patient had incontinence of solid stool greater than or equal to 2 times a day. The patient never had incontinence of liquid stool or mucus and had incontinence of gas less than 1 time per month. The patient needed to wear a protective pad and lead a limited lifestyle. The patient's health condition was not very good. Therapy with the device was continuing. The patient had "flare" around (B)(6) 2015. The patient had 2 incontinence episodes a week after the trial stimulation. The patient had incontinence of solid stool greater than or equal to 2 times per week and less than 1 time per day. The patient never had incontinence of liquid stool, mucus, or gas. The patient needed to wear a protective pad and never needed to lead a limited lifestyle. The ins was implanted in the right buttock on (B)(6) 2015. The patient had malfunctions or adverse events.

Event description:
Additional information received from the health care provider via a manufacturer representativereported there was a lead infection and the whole device system was explanted on (B)(6) 2016. The patient was not hospitalized. The number of fecal incontinence episodes at the 12 months follow-up was 99 times a week. The patient reportedly recovered from the non-serious lead infection; a culture test performed on (B)(6) 2015 showed no signs of infection.

Event description:
It was reported the exposed area of the extension, as well as the pocket region exhibited some reddening during the two week test period. Antibiotics were administered as there was a possibility of infection. The physician was considering explanting the products, however upon opening the wound at the implantable neurostimulator (ins) implant procedure, it was determined the possibility of infection in the pocket region was low. The area was carefully cleaned and then the ins was implanted. The patient was given antibiotics for three days after implantation. It was noted the leachate/fluid in the pocket region was to be cultured. The blood culture results showed no wound infection, but yellow (B)(6) was found. It was added the patient¿s condition was to be checked at an outpatient visit on (B)(6) 2015. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider via a manufacturer representative reported that the outcome of the lead infection was remission on (B)(6) 2015. Redness and exudate were confirmed in the external extension coil inserted location around (B)(6) 2015. Redness and exudate were not new events. Sterilization was sufficiently conducted at the ins implant procedure. When the patient first visited the hospital on (B)(6) 2015, the implantable neurostimulator (ins) pocket infection site was found to have healed, so treatment was continued. On the patient's second visit to the hospital, symptoms of infection were found when exudate was observed in the lead insertion site. Antibiotics were prescribed and the patient was monitored for approximately 2 weeks. A decision was made to consider removal if the infection did not improve at the following visit. The purpose of the implant was chronic bowel incontinence that started in (B)(6) 2013. The cause of the bowel incontinence was decrease in the internal and external anal sphincter function. The type of incontinence was leakiness and impending.

Event description:
Additional information received from the health care provider via a manufacturer representative reported that around (B)(6) 2015 effusions were observed at the insertion region of the external cord. Effusions were not a new adverse event.